Event description:
Three (3) incidents of a sureform 45 stapler malfunctioning and misfiring in the last 4 months. Lot #t10221003, ref#48345b, exp: 10/31/2024. Reference reports: mw5145176, mw5145177.